Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Continuation of concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; product ID: 8590-1, serial# unknown, product type: accessory; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated that the patient was receiving 180mcg/day of compounded baclofen. The pump was returned to the manufacturer. The patient was not in a clinical study and the device was replaced with a manufacturer's product. The patient had a return of spasticity. The patient had no issues with falls, and had their pocket revised and a dye study done. The device was used with/in the patient for treatment. The patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
Section 'device' information references the main component. Other relevant components include: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2016, product type: catheter, ubd: 2017-08-14, UDI#: (B)(4); product ID: 8590-1, lot/serial# unknown, implanted: unknown, product type: accessory, ubd: unknown, UDI# asku; product ID: 8784, lot/serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturing representative (rep). It was reported the patient had experienced a return of spasticity and increased pain. Regarding environmental/external/patient factors that may have led or contributed to the issue the rep stated, "normal use." As previously reported it was indicated an indium dye study had been performed. It was further indicated the dye study was not clearly conclusion. A computerized tomography scan (CT) and x-rays were also performed. It was reported a revision of the pocket and surgical exploration occurred (B)(6) 2019 and the issue was resolved at the time of the report, (B)(6) 2019. It was reported the patient was receiving 2000mcg/ml of gablofen at 340 mcg/day and 40 mg/ml of bupivacaine at 6.8 mg/day. Regarding the report that the dye study showed the drug was not leaving the pump, the hcp was unsure if there was a disconnect. Neurosurgery was utilized to determine cause. Neurosurgery opened the pocket and removed the pump. The hcp got over 2 milliliters (ml) returned (catheter volume was 0.154 ml). The doctor believed the old mesh pouch in the tight pocket may have "constructed" the pump. A motor study was performed, and the logs were reviewed which showed the pump was functioning properly. The pump pocket was dissected, and more space was created. The pump was returned to the pocket and the hcp was still able to easily withdraw 0.50 ml. The patient's status was provided as alive - no injury.

Manufacturer narrative:
Updated to reflect the information received on 2019-jun-26. Patient code (B)(4) and device code (B)(4) added and device code (B)(4) removed per the information received on 2019-jun-26. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative on 2019-jun-27. It was clarified that the initial report of the pump "being unfurled" meant that the pump was removed from the pump pocket and the catheter was extended. It was reported that the sutureless connector of the catheter was secure. The surgeon rotated and pulled on the connector and it did not show any sign of disconnect. It was also clarified that the old mesh pouch was just making the pocket bigger and was no longer necessary. The pouch was not blatantly constricting the catheter, it was removed as it was deemed unnecessary and had the potential to be in the way of the catheter. The hcp did not believe there was a problem with the old mesh pouch itself. The pouch was removed and discarded. It was confirmed that the pouch was not causing an issue, it just no longer served a purpose. The serial number of the mesh pouch was unknown. It was also confirmed that neither catheter was revised or replaced during the revision. Following the revision, it was reported that the resolution did not work and the patient was having a return of symptoms, a potential underdose. It was confirmed that catheter access port aspiration, dye study, logs, roller studies, and volume discrepancies all checked out and no issues were noted with the pump. The catheter studies were reportedly inconclusive. The hcp replaced the pump on (B)(6) 2019 to see if that was the problem rather than the pocket or the catheter. The hcp was hesitant to open the back where the catheter is as the patient had a CT "milogram" earlier in the week and there was flow all throughout the catheter. The hcp wanted to see if replacing the pump would improve the patient's symptoms, although the rotor study the previous week was successful, before inserting a new catheter.

Manufacturer narrative:
The pump was returned and analysis found no anomalies. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; product ID: 8590-1, serial# unknown, product type: accessory; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 21-jan-2021, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml compounded baclofen at 130mcg/day via an implantable infusion pump for spastic quadriplegia and cerebral palsy. It was reported that the patient complained of loss of therapeutic effect. A dye study showed no flow of drug coming out of the pump pocket. In the operating room it was observed there was also no cerebrospinal fluid (csf) flow. The pump pocket was opened, the pump was removed, and unfurled. After this, csf flow was noted. Dye was seen in the spine. It was reported some tissue was noted in the pump connector. The issue was resolved at the time of the report and the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8590-1, serial#: unknown, product type: accessory. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had a CT myelogram on (B)(6) 2019. The scan showed that there was not a leak at the pump site and the dye went into the intrathecal space. The dye showed no disconnect. The doctors are unsure why the patient is having a return of symptoms. And are doing a full neurological workup to determine if there are other cause for the increased spasticity. Replacing the pump did not resolve her symptoms. The pump would be returned to the manufacturer. No further complications were anticipated.